Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided). Reportedly, customer required assistance from partner to treat bg via consumption of carbohydrates. Reportedly, customer was using lyumjev for insulin therapy. Pump data review by tandem clinical support confirmed the pump was functioning as intended. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.